Event description:
It was reported that certain sections of the screen does not work. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a portion of the screen (overlay) across the middle does not respond to the stylus; overlay bezel assembly component failure, cause unknown. No fault found with the screen.